Event description:
This senior medical surveillance specialist spoke with the reporter/layperson (patient's mother) regarding her concern that blood glucose results on the patient's one touch ultra2 meter were inaccurately high compared to his grandmother's trutrack meter, a nonlifescan meter. Although one comparison was well within the expected less than or equal to 30% variance between two meters, the reporter was concerned about another, 290 vs 170 mg/dl, performed within a few seconds at 5:30 pm in 2009. The patient reportedly injected 10 units of novalog (either 3 or 4 extra units) pre-dinner insulin based upon the 290 and ate dinner. After eating, the patient stated he felt low and was sweating. The patient's mother gave him apple juice that resolved the symptom. The reporter was uncertain as to the extent timeframe between testing and symptom but suggested it was soon after. Since the reporter had no control solution, the cca was unable to troubleshoot the meter and test strips. The reporter described correct testing technique although the patient developed self tests and self injects. Because the reporter alleged the patient developed low blood glucose after injecting extra insulin based upon an allegedly inaccurately elevated result, the complaint is reported. The cca replaced meter, strips and sent control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.